Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 16-nov-2020. The most recent information was received on 20-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('cycle lasted about 8/10 days with about 4/5 days of hemorrhagic / loss with blood clot discharge of significant size') in a female patient in her forties who had essure (batch no. D72015) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("lower back pain about 1 week before her cycle and during the cycle"), tendon pain ("severe and random tendon pain on different limbs") and arthralgia ("painful joints"). The patient was treated with surgery (removal of the uterus, tubes and ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, tendon pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, menorrhagia and tendon pain with essure. Batch no: d72015, production date: 2015-03-30, expiration date: 2018-03-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 16-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('cycle lasted about 8/10 days with about 4/5 days of hemorrhagic / loss with blood clot discharge of significant size') in a female patient in her forties who had essure (batch no. D72015) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("lower back pain about 1 week before her cycle and during the cycle"), tendon pain ("severe and random tendon pain on different limbs") and arthralgia ("painful joints"). The patient was treated with surgery (removal of the uterus, tubes and ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, dysmenorrhoea, tendon pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dysmenorrhoea, menorrhagia and tendon pain with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.